Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure to treat a target lesion in the (B)(4)% stenosed 1st obtuse marginal artery. Pre-dilatation was performed, using a 2.25 x 13 mm non-abbott dilatation catheter. The 2.5 x 28 mm absorb bioresorbable vascular scaffold (bvs) was deployed at the target lesion, at 10 atmospheres. Post dilatation was performed. On (B)(6) 2016, the patient was re-hospitalized with asymptomatic ischemia and restenosis was noted at the target lesion. Revascularization was performed, with stent implantation. The patient condition resolved on 12/08/2016. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of ischemia and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial report, additional information was provided, indicating that the restenosis was treated with implantation of a 2.25 x 28 mm xience alpine and a 2.75 x 23 mm xience alpine. No additional information was provided.